Event description:
During endoscopic vein harvesting the maquet hemopro device malfunctioned--one half of the "jaws" has a small plastic pad that came loose. I recognized the issue immediately and withdrew the device. When interviewed and examined by biomed engineering they described rubber-like material on jaw tip partially tore off during use. See photo. The equipment was changed and no further issue occurred. Manufacturer response for electrosurgical, cutting & coagulation & accessories, vasoview hemopro (per site reporter): unknown.